Event description:
It was reported the images were very bright and whited out. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The entrance dose was calibrated during the service call. The system was tested and found to be working as intended and returned to service.